Event description:
It was reported that the patient received eight inappropriate shocks. A lead integrity alert triggered that same day on the right ventricular lead. The lead had high impedance, oversensing/noise and a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD, implanted: (B)(6) 2011; 5071 lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrhythmia therapy.